Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.

Event description:
Customer reported that their refurbished leadcare ii analyzer failed to power up and was emitting a burning smell. Customer indicated that there was evidence of smoke, fire or overheating in the analyzer. The analyzer was plugged in using the original power cord labeled "leadcare" with no batteries installed. Customer was unable to confirm whether the analyzer was plugged directly into the wall outlet or to a power strip. Customer confirmed there have been no recent power surges in the facility. Customer reported that no death or injuries had occurred. Magellan ts requested the return of the analyzer for in-house evaluation, and shipped a new analyzer to the customer as a replacement. Upon inspection, magellan's technician was unable to power up the analyzer or to detect any burned smells. Multiple attempts where made to power up the analyzer using multiple leadcare ac adapters without success. The cause for the power failure was confirmed and was attributed to a circuit component that was burned out, this can occur when the wrong voltage is applied. The repair team suspects, that at some point, the wrong adapter was used to power up the analyzer causing a short in the circuit. The analyzer was processed for repair.